Event description:
It was reported that the customer experienced a blood glucose (BG) level of 44 mg/dL, cause was unknown. Customer consumed glucose and carbohydrates to address BG level. Reportedly, the customer continued to use the pump for insulin therapy and continue to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.